Manufacturer narrative:
The device was not returned for eval. Based on the available info and performed internal investigation, the root cause for the reported event could not be determined. There were no indications found for any material for mfg related issue.

Event description:
It was reported that the instrument snapped off in a pt. The end was left in the pt. The remaining part was disposed of.